Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).the device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case, right and left plunger cases were cracked and the power receptacle seal was missing. Positive supply background test found in pump event history log. During functional testing was unable to duplicate the positive supply background test at power up process. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Performed preventative maintenance and all functional tests. Repair was not needed due to positive power supply voltage on the main board within the required specifications.

Event description:
It was reported that the pump exhibited a positive supply background test. No patient injury was reported.